Manufacturer narrative:
On (B)(6) 2015 follow up: contact reported that customer is consulting with endocrinologist regarding management of bg levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose level was elevated. Customer declined troubleshooting with tandem technical support and declined to provide specific information.